Event description:
This scope was not used during a live case and was only used at the cleveland clinic training course on cadavers. The scope has never been used on living patients. The scope was completely dark "poor image resolution" when looked through.

Manufacturer narrative:
Investigation results: maquet received the scope on 09/24/08. The visual inspection showed that: the optic was compromised, the distal shaft section was defective, the distal (lens) window was cracked, and there were scratches on the tube shaft. Maquet shipped the scope to our OEM about 2 days later. A supplemental report will be submitted when the OEM's investigation has been completed, and maquet receives the failure analysis.